Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 pockets d3 and e1 had failed to open and showed device not detected on bus. Recovery attempts and a hard reboot were performed, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the issue was resolved by the customer by performing a reboot, and no further investigation was required. The system functioned as intended after the customer resolved the issue.